Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male of unknown age or origin. The patient was taking humulin 30% regular, 70% nph (human insulin (rdna origin)) for treatment of an unknown indication. On (B)(6) 2010, it was reported that the patient's two humapen ergo teal/clear pen bodies with a clear cartridge holder attached had broken engagement tabs, and the pen would fall apart when the lid was removed and he tried to inject. One of the humapen ergo, teal/clear pen bodies with a clear cartridge holder attached is associated with (B)(4) and lot 40296. Product complaint number pending for the second humapen ergo teal/clear pen body. The patient operated the devices. It was unknown if the patient was trained. The patient had used this device model for an unspecified time and the reported devices for ten years. The return of the device with lot 402296 is anticipated. The humapen ergo teal/ clear pen body with clear cartridge holder attached was not continued.